Event description:
The customer reported being hospitalized due to low blood glucose of 27mg/dl. The customer was experiencing unexplained low glucose for five to six days. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir was showing the same amount of insulin as the status screen shows. The customer mentioned that she had lost five to seven pounds. Instructed the customer to call her doctor regarding the low sugar level. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.